Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump had stopped working and scratches on screen made harder to see. Customer¿s blood glucose level was unknown. Customer also reported that the battery cap was worn, diminished battery life, had to remove batteries to reset, crack near battery cap, louder when bolusing, reset date and time and rewind insulin with battery change, buttons had locked up and couldn¿t rewind. Customer declined to report to medtronic 24 hour technical support department. The device will not be returned for analysis.